Event description:
Procedure type: gastrectomy. According to the reporter: the anastomosis was leaking and the pt had to have a second surgery the following night. There was no report of staple malformation.

Manufacturer narrative:
(B)(4).